Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated; however, the fe found broken wires in the interconnect cable which may have contributed to the reported issue. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.